Event description:
Boston scientific crm received info that this recently implanted ventricular lead was exhibiting fluctuating r-waves and increased threshold measurements. A lead revision will be performed in two weeks if measurements do not improve. No adverse pt effects were noted. The lead remains in service. Should add'l info become available, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.